Event description:
Anesthesiologist provided patient, who was in active labor, epidural nerve block. Medication was marcaine with fentanyl. Anesthesiologist set baxter infus o.r. Pump, that held 60 cc syringe, at standard rate of 10.5cc per hr. (Label:l01). Two hours and 20 min. Later, nurse noticed pump had only 5cc left in syringe, and promptly stopped pump. Appears pump infused total of 55 cc of medication in 2 hrs 20 min, vs 24.5 cc, which should have been delivered in that amount of time. Pump was observed to be set still at 10.5 cc per hr. Patient required no further interventions, but was monitored closely and baby delivered without complications. Medication effect wore off appropriately.